Event description:
Event: expired device used. Event description: a patient underwent ultrasound renal denervation procedure on (B)(6) 2025 using a paradise catheter that had expired on 29 nov 2025. The paradise catheter was inspected prior to use and the packaging and seal was intact. The procedure was completed successfully, and no procedural complication or patient injury/harm reported for the procedure.